Manufacturer narrative:
(Secondary intervention) - eval results - (endoleak), (severe thrombosis).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm 2 months ago. Vessel morphology was reported as severe thrombosed. It was reported that the one month follow-up CT demonstrated that there was a distal type I endoleak. The physician elected to place a second thoracic stent graft; however, there was a slight type I endoleak which the physician believes will resolve on its own. The pt will be monitored. No additional clinical sequelae were reported, and the pt is fine.